Event description:
1 incident of liquid flowing out from the dark blue end of the transfer set with the clamp in the closed position. Per affiliate, this issue was noted during use and no pt injury or medical intervention was associated with this incident.